Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported both of patient's leads had migrated, one of them was also fractured. Surgical intervention was undertaken wherein the fractured lead was explanted and replaced and the other was repositioned to address the issues. Therapy was restored post-op.

Manufacturer narrative:
(B)(4).